Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and the transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of four. The patient was connected at the time of the alarm. The patient stated they were asleep and their transfer set had disconnected from the patient line of the homechoice cassette, causing the alarm. The patient was unsure what had caused the disconnection. The renal therapy service agent (rtsa) had the patient cycle power to the device to clear the alarm and advised the patient to start therapy over with new supplies. The patient's transfer set was not replaced and the patient has been able to complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.